Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented for a clinic check. It was noted that the hv lead impedance was high. There was also a slight increase in capture threshold. The physician elected to extract and replaced the lead. The patient was stable following the procedure and will be followed normally.